Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when bolus button was pressed. On an unspecified date and time, the device was programmed for bolus delivery. No specific programming parameters were provided. The customer reported during set up, prior to pt use, the device did not deliver a bolus dose when the bolus button was pressed. It was unspecified if the bolus button was on the device or the button on the bolus cord. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.